Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) level rose to 419 mg/dl while wearing the pod for 20 hours. The patient began feeling sick and called for an ambulance. The patient was taken to klinikum friedrichshafen gmbh and saw dr ulf uecker. The patient was treated with intravenous fluids and insulin. On day 3 of the hospital admission a new pod was placed and the bg levels stabilized. The patient was discharged after 5 days. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.